Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: (B)(4), software version: 3.8.4, color: grey, battery life remaining: <6 months. Unit paired successfully to commercial app. My inpen menu displayed: the following test values were dialed and dosed: 4.0u, 4.0u, 4.0u, 4.0u and 16.0u. All values displayed accurately in the logbook. The alignment of the dose indicator mark and printed values on the dose knob is nominal. The patient complaint of dose log inaccuracies could not be confirmed. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Inpen received with missing dosing window.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.